Event description:
The customer reported of "di water reservoir is not filling" error on a unicel dxc 800 synchron system and noticed water had leaked into the hydro drawer and onto the floor. The customer was wearing personal protective equipment consisting of a lab coat, gloves and goggles and no injury or exposure was reported. No erroneous results were generated and there was no change to patient treatment associated with this event. The customer could not locate the source of the leak and had requested for service. Beckman coulter field service engineer (fse) discovered a leak at the cartridge chemistry (cc) sample probe. The fse determined that the leak was wash solution at the cc crane assembly which was caused by a broken clot detector. Fse also noticed that the di water canister was full and replaced the float switch to resolve the issue, but stated this did not attribute to the leak which occurred at the cc crane assembly. The fse replaced the broken clot detector and repair was verified per established procedures. Root cause for the leak was determined to be a broken sample clot detector.

Manufacturer narrative:
(B)(4).